Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer requested assistance with pump programming. Assisted customer with requested programming .customer reported recurring insulin flow blocked alarms after troubleshooting. Customer has tried all remedies or did not want to troubleshoot for recurring alarms. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Additional information which was received and not included in the initial report is provided in sections b5, h7 and h9 with this report. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms during bolus delivery noted during testing. Pump successfully downloaded to thump. Insulin flow blocked alarms were found in the history files on (B)(6) 2024 from 12:56:20.00 to 17:54:41.00. The pump was cut open and found evidence of dried insulin in the motor slide and moisture damage on pcba 1, pcba 2, and force sensor. The following were noted during visual inspection: in summary, insulin flow blocked alarm during unknown timing was not confirmed during testing. Pump passed the full drive test. Insulin flow blocked alarms during bolus delivery noted in pump history download. Exposed to moisture confirmed on pcba 1, pcba 2, and force sensor. Cosmetic damage was confirmed on the battery cap contact during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Battery cap recall details were added with this report.